Manufacturer narrative:
Medtronic investigation of returned suspect detector panel finds that testing was unable to confirm the reported problem. The detector panel was installed in the test imaging system and worked as expected. Returned detector panel is fully function, no problem found. The system has been removed from the service and returned. The site was provided with a replacement system.

Manufacturer narrative:
It was discovered that a duplicate MDR to this one was submitted via 1723170-2016-00023. The evaluation information submitted on that MDR is applicable to this MDR. Thus, the information originally submitted under 1723170-2016-00023 is now also provided under this MDR number. On 12/15/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/22/2015 navigation software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 01/07/2016 a medtronic representative, following-up at the site, reported the alleged navigation inaccuacy was approximately 4 millimeters. The surgeon did navigate with it and compensated for the distance. Navigated for certain 1 level, however, it was 2 before the surgeon re-verified. It was noted that on 1 level, then to rule out distance from frame inaccuracy, the surgeon used it again on the next level (closer to the frame) and it was still off. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that after taking a spin with the imaging system at the large patient setting, the t1 and t2 images looked fuzzy. The surgeon opted to continued with the images and was able to navigate. On the post op spin the site adjusted to xl technique setting and reported this caused a lot of artifact from the screws, so they could not differentiate anatomy from artifact. The post-op CT the day after surgery showed screws in the disk space. The medtronic representative reported the misplaced screw is not being revised at this time due to underlying issues with the patient. The medtronic representative also reported that the surgeon was using the new navigated tap instruments (tap) and had to re-verify the instruments during the procedure as the instruments 'looked off', however the medtronic representative is unsure if the re-verification happened before or after the screw was placed. A medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative tested the image quality of the imaging system and found poor technique to be the limiting factor. The medtronic representative discussed the issue with the main o-arm rt about technique adjustments to gain better image quality.

Event description:
A medtronic representative reported that during a c5-t2 spinal fusion procedure a screw was misplaced. The medtronic representative reported the surgeon was accurate on the entry point but reported the post op CT showed the screws were placed in the disc space. There was no reported delay due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the image quality. After testing it was determined that the detector panel needed to be replaced. The part has been received and is currently under analysis. The mechanical, imaging and safety inspection passed the system checkout after the part was replaced. The system was found to be fully functional. The software investigation found that the reported event was related to a software feature request. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: further analysis found the complaint alleged poor image quality was related to the imaging system not the navigation system. Manufacturer and product update to reflect the imaging system. The 510k updated to reflect imaging system. Device manufacturing date updated to reflect imaging system. As previously reported, the imaging system was removed from service and returned for analysis. Medtronic investigation of returned suspect system was unable to replicate the reported issue. A visual inspection of all x-ray components and wiring was completed with no observations found. Dose measurements were performed along with accuracy of radiation output; all dose measurements were within the normal operation of the system. The x-ray generator was stress tested with exposures of 150 kvp for 100 ms to verify high-voltage barriers are intact; no failures occurred during the stress test. Automated testing was completed with thermal cycling (10°c to 30°c) simulating 100 patient procedures, which includes three 3d and nine 2d image acquisitions per patient exam. During the automated testing an image quality phantom was positioned within the gantry and the associated images were evaluated for any significant degradation in quality. There were no image quality related issues identified during testing. To summarize, per the above testing the system is performing to specification with regards to radiation output and image quality.